Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.50 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was re-advanced using a guide extension catheter but still failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were deformed. The procedure was completed using a different device. No patient complications nor injuries were reported.